Manufacturer narrative:
On january 14, 2015, an on-site device investigation was performed by an olympus endoscopy support specialist (ess). During the ess visit, the device was visually inspected and it was apparent that the device was repaired by a non-olympus vendor as non-olympus components were identified on the device; insertion tube and channel. Abnormal angulation movement was observed at the bending section of the device. It was also noted that the boot cover on the lg was worn and there was a noticeable gap. Also, the boot cover appeared too short and a bit jagged. The device was boroscoped using an olympus autoclavable camera head, arthroscope, and angioscope. Visual inspection found that the biopsy channel had non-olympus material on approximately half the length of the insertion tube. Further investigation, found that the biopsy channel showed signs of scrapes in several areas and a dark area (stain/debris) was observed on the channel wall at the air/water section from the distal end to the biopsy port opening. There were stains and debris found near the bottom of the biopsy port from the biopsy cap to the channel. The ess reported that the user facility uses non-olympus cleaning brushes during reprocessing which are shorter than the recommended olympus cleaning brush. The ess educated the user facility and informed them that the use of a third party components on this scope may compromise the device and could result in harboring bacteria if the inside of the device becomes damaged. The user facility was informed that the olympus reprocessing procedures/protocol are only validated for devices that meet olympus specifications. The device is not validated when its serviced/repaired by a third party vendor. The ess was informed that the device will not be returned to olympus for further testing. At this time the user facility did not provide the device for further testing. The user facility currently uses a custom ultrasonic aer, non-olympus accessories and cleaning brushes during their reprocessing of the devices. It was recommended by the ess that the user facility flush the biopsy port the same way as the air/water channel. The user facility procedures include culturing every device after it is reprocessed to ensure patient safety. As part of investigation, olympus performed a complaint history review for this account it was and determined that 14 previous medical device reports (mdrs) were filed to account for the events mentioned in this article. Based on the new information an additional. 10 initial mdrs will be submitted to account for the reported patient deaths. Please also cross reference MFR. Report numbers: 2951238-2014-00629, 2951238-2014-00651, 2951238-2014-00652, 2951238-2014-00653, 2951238-2014-00654, 2951238-2014-00655, 2951238-2014-00656, 2951238-2014-00657, 2951238-2014-00658, 2951238-2014-00659, 2951238-2014-00660, 2951238-2014-00661, 2951238-2014-00662 and 2951238-2014-00663.

Event description:
Olympus received an article titled ¿bronchoscope-associated clusters of multidrug-resistant pseudomonas aeruginosa and carbapenem-resistant klebsiella pneumonia.¿ the article mentions that a total of 33 case patients with cultures positive for carbapenem klebsiella (ck-kp) and multidrug resistant pseudomonas aeruginosa (MDR-pa) from predominantly respiratory sources collected between july and december 2014 were identified. As part of the investigation, the electronic medical records of the patients for this time period were reviewed. Of these 33 case patients, 23 patients were exposed to the same bronchoscope (b1). Of these 23 patients, 19 patients had cultures positive for MDR-pa and 11 patients had cultures positive for cr-kp. The article provides a breakdown of the patient infections regarding the organisms involved. Patient 1, was identified as a potential transmission source who had clinical cultures positive for MDR-pa prior to being exposure to the bronchoscope. This patient was exposed to bronchoscope 3 days prior to the bronchoscope procedure of patient 4, who became culture positive for MDR-pa on the same day of bronchoscope exposure. An additional 17 patients were also identified with MDR-pa the same day of being exposed to the same bronchoscope. According to the article, patients 5 and 15 were alleged to be the index patients for the contamination of the bronchoscope with cr-kp. Patient 18 was the first patient who cultured positive for cr-kp on the same day of bronchoscope exposure. Subsequently, 9 additional patients developed cr-kp-positive cultures after being exposed to the same scope. The article reports that the investigators found that of the 23 patients with bronchoscope exposure, only 1 patient (patient 32) was considered unrelated to the outbreak because the clinical cr-kp isolate was distinctly different from the cr-kp isolate recovered from the bronchoscope. Of the remaining 19 patients that were exposure to the bronchoscope, 4 patients with MDR-pa or cr-kp recovered from follow-up respiratory cultures were classified as "outbreak" cases. However, 5 patients died within 10 days with no other clinical specimens classified as "possible outbreak." Furthermore, 9 patients whose follow-up respiratory cultures were mdro negative and 1 patient without follow-up respiratory cultures were characterized as "pseudo-outbreak" cases. The isolates from 8 bronchoscope-exposed patients were unavailable. A total of 10 bronchoscope exposed patients died. (All 5 patients classified as "possible outbreak" died; 3 of 4 patients classified as "outbreak" died; and 2 patients classified as "pseudo-outbreak" died). In addition, the article states that between october-november 2014, all 9 of the facility¿s bronchoscopes were removed from service and were cultured, and underwent borescopy. Of the 9 bronchoscopes, 8 were negative for bacterial growth and were returned to service. The borescopy findings for this period were not disclosed. However, the 1 bronchoscope with a common relation between the patients cultured positive for cr-kp and MDR-pa. Reportedly, the bronchoscope¿s reprocessing, including manual, enzymatic pre-cleaning (steris, mentor, oh), and automated high-level disinfection (custom ultrasonics, ivyland, pa). In december 2014 the culture of the common bronchoscope identified 3 cr-kp and 1 MDR-pa isolates. A borescopy of this device performed and found physically defectives and contained proteinaceous debris. After this finding the facility incorporated bedside pre-cleaning with an enzymatic solution and implemented changes to how the bronchoscopes were stored. This report is to account for patient #14 classified as part of the "possible outbreak" group.